Event description:
Following completion of procedure it was discovered that the ventricular and atrial leads had been superimposed in the generator. Physician returned to correct the error and upon switching the leads into their proper ports, he was unable to screw in the atrial lead into the atrial port of the generator. After several attempts to attach the lead, he and the rep decided to replace the generator. Upon replacement of generator, the leads were successfully screwed in and verification of lead placement was made.